Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low amplitudes and t wave oversensing while the patient was exercising in the gym. The patient was discharge and was advised not to perform exercise until technical services (ts) review the episode. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low amplitudes and t wave oversensing while the patient was exercising in the gym. The patient was discharge and was advised not to perform exercise until technical services (ts) review the episode. The ts review the data and agreed to reprogram the device to the primary vector. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.